Event description:
It was reported that the insulin pump had an error alarm during the manual prime and insulin was squirting out. Customer's blood glucose reading at the time of the call was 183 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor alarm test due to moisture damage noted in fsr. There were no compromised force sensor alarms noted. The insulin pump was received with minor scratches on display window, missing end cap sticker, cracked reservoir tube lip, reservoir tube, and case near display window corners noted during visual inspection.